Event description:
It was reported that during implant procedure, the lead exhibited low impedance and loss of capture. It was noted that the lead seemed damaged on the surface. The lead was not used and replaced. The patient was fine post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.